Event description:
During the procedure, the device emitted metal fragments in the pt's shoulder. Particles were left in the pt.

Manufacturer narrative:
The visual examination of the returned device revealed damage to the cutting edges of the inner and outer shafts and galling marks on the inner shaft. The damages observed to the returned device are an indication that the device came into contact with a hard material while excessive side-loading forces were applied, thus, causing discharge of metal fragments.